Manufacturer narrative:
Qn#(B)(4). No visual inspection was performed because no sample was returned for analysis. Procedure dataset 2777544 was received as part of this investigation. Vps r and d performed a review of the case data. Vps r and d reported: review of the procedure dataset confirmed that a yellow triangle and/or do not enter symbol appeared throughout the case until the very end when a blue bullseye was displayed. Throughout the entire case there appeared a consistent trace of noise in the doppler display showing as retrograde doppler flow. The operators manual section 'indicator symbols' explains the yellow "damped doppler signal" indicator. In this explanation it states the following: 'a yellow triangle could also result from poor blood flow in a vessel due to stenosis or from severe environmental noise. If a persistent yellow triangle is observed with no audible or visual doppler signal, despite troubleshooting being performed, an alternative method of tip confirmation (chest x-ray or fluoroscopy) is suggested. Reliance on a blue bullseye is not recommended in this scenario.' Vps r and d concluded the presence of environmental noise, such as the consistent line appearing as retrograde flow throughout the case, can cause a yellow triangle as indicated in the operator's manual. It was confirmed that the end user obtained a chest x-ray to confirm tip location, as is recommended by the manual, even though a blue bullseye was achieved. A device history record review was performed and did not reveal any manufacturing related issues. The report the doppler looked good and ECG looked good, but the symbol was either yellow or red throughout the entire placement was confirmed by review of the procedure dataset provided by the complainant. The reported stylet was not returned. Vps r and d reported a review of the procedure dataset confirmed that a yellow triangle and/or do not enter symbol appeared throughout the case until the very end when a blue bullseye was displayed. Throughout the entire case there appeared a consistent trace of noise in the doppler display showing as retrograde doppler flow. The operator's manual section 'indicator symbols' explains the yellow "damped doppler signal" indicator. In this explanation it states the following: 'a yellow triangle could also result from poor blood flow in a vessel due to stenosis or from severe environmental noise. Operational context caused or contributed to this event because the presence of environmental noise, such as the consistent line appearing as retrograde flow throughout the case, can cause a yellow triangle as indicated in the operator's manual. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer reports: during case never had a green arrow only green arrow was present during the flush at the beginning. Once the user began inserting the catheter the symbol turned yellow and swapped between yellow and red throughout the entire placement. Doppler looked good and ECG looked good but the symbol was either yellow or red. Nurse continued to advance the catheter since we had good doppler and good ECG. We knew we were down and then suddenly had a bbe.

Manufacturer narrative:
(B)(4).

Event description:
During case never had a green arrow only green arrow was present during the flush at the beginning. Once the user began inserting the catheter the symbol turned yellow and swapped between yellow and red throughout the entire placement. Doppler looked good and ECG looked good but the symbol was either yellow or red. Nurse continued to advance the catheter since we had good doppler and good ECG. We knew we were down and then suddenly had a bbe.